Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband reported that the sensor failed after warmup. They checked her blood glucose (bg) and the reading was at her meter¿s maximum of 400 mg/dl, so she was taken to the hospital by her husband at around 1:00-2:00 pm. At the hospital her bg was over 600 mg/dl. The patient was given an insulin drip and unspecified bolus injections. Finger stick bg checks were being done every hour. At the time of the contact, the patient was still in the hospital under observation and they had brought her glucose level down through the night. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.